Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon insertion of a non-boston scientific (bsc) mapping catheter into the sheath, it was noted that the sheath had a leaky valve allowing air ingress into the sheath. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.